Manufacturer narrative:
The catalog number is unknown; if received, it will be provided. Concomitant devices: uknown j-wire, 5f omini-flush catheter complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the patient¿s implant records: history includes left lower extremity deep venous thrombosis (dvt) with subsequent thrombolysis; patient was pre-op for hysterectomy. The filter was deployed within the infrarenal inferior vena cava (ivc). Spot film demonstrated the filter within infrarenal position. There was distal compression of the inferior vena cava by the enlarged leiomyomatous uterus. The filter subsequently malfunctioned and caused injury not limited to tilt of the filter, perforation, stenosis, fracture of the filter struts and the patient will require lifetime anticoagulation after placement of the filter.ten days post ivc filter implant, the patient underwent possible removal of the ivc filter. Limited ultrasound evaluation prior to the procedure, showed the right common femoral vein to be occluded. Digital subtraction venography of the left side showed occlusion of the left common iliac vein at the junction with the ivc. Multiple large lumbar collateral veins were noted filling with eventual contrast within the inferior vena cava. This obstruction is probably chronic in nature since the wire would not cross through the lesion and the fact that the patient had a large fibroid for many years causing compression of the ivc and iliac veins. Since no inferior access to the ivc was obtained, a decision to leave the filter as a permanent filter was made. The filter was not removed from the patient. Impression: status post left iliac vein venogram with multiple unsuccessful attempts to reach the ivc due to obstruction at the junction of the left common iliac vein with the inferior vena cava. Permanent ivc filter in place. Right common femoral vein thrombosis. Recommendation for formal ultrasound of the right lower extremity if clinically indicated. Per the patient profile form (ppf), the patient reports the ivc filter fractured, perforation of filter strut(s) outside the ivc, filter tilted, filter embedded in wall of the ivc, device unable to be retrieved, with one unsuccessful percutaneous removal attempt due to its embedment. A later CT scan performed for evaluation reported tilt, perforation, stenosis and fracture. Due to these complications, the patient will have to remain on lifetime anticoagulation. The patient further reports tilting of the filter, perforation, stenosis and fracture of the filter struts, and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. Occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt of the filter, perforation, stenosis, fracture of the filter struts and the patient will require lifetime anticoagulation after placement of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the patient had a history of left lower extremity deep venous thrombosis (dvt) with subsequent thrombolysis; patient was pre-op for hysterectomy. The filter was deployed within the infrarenal inferior vena cava (ivc). Spot film demonstrated the filter within infrarenal position. There is distal compression of the inferior vena cava by the enlarged leiomyomatous uterus. Ten days post ivc filter implant, the patient underwent further evaluation and possible removal of the ivc filter, and was submitted to a bilateral extremity venogram. Limited ultrasound evaluation prior to the procedure, showed the right common femoral vein to be occluded. Digital subtraction venography of the left side showed occlusion of the left common iliac vein at the junction with the ivc. Multiple large lumbar collateral veins were noted filling with eventual contrast within the inferior vena cava. This obstruction is probably chronic in nature since the wire would not cross through the lesion and the fact that the patient had a large fibroid for many years causing compression of the ivc and iliac veins. Since no inferior access to the ivc was obtained, a decision to leave the filter as a permanent filter was made. The filter was not removed from the patient. Impression: status post left iliac vein venogram with multiple unsuccessful attempts to reach the ivc due to obstruction at the junction of the left common iliac vein with the inferior vena cava. Permanent ivc filter in place. Right common femoral vein thrombosis. Recommendation for formal ultrasound of the right lower extremity if clinically indicated. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately ten days post implantation. The patient reports the ivc filter fractured, perforation of filter strut(s) outside the ivc, filter tilted, filter embedded in wall of the ivc, device unable to be retrieved, with one unsuccessful percutaneous removal attempt due to its embedment. A later CT scan performed for evaluation reported tilt, perforation, stenosis and fracture. Due to these complications, the patient will have to remain on lifetime anticoagulation. The patient further reports tilting of the filter, perforation, stenosis and fracture of the filter struts, requiring lifetime anticoagulation after placement of the filter, embedment and device unable to be retrieved. These injuries have caused emotional distress, mental anguish, anxiety and stress.

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt of the filter, perforation, stenosis, fracture of the filter struts and the patient will require lifetime anticoagulation after placement of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and fracture events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Additionally, the timing and mechanism of the filter tilt and fracture are unknown. The patient is reported to have had a perforation of the ivc; though this could not be confirmed without procedural films for review. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective ivc filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: tilt of the filter, perforation, stenosis, fracture of the filter struts and the patient will require lifetime anticoagulation after placement of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result the patient has suffered and will continue to suffer significant medical expenses pain and suffering, and other damages.